Event description:
On 07/25/2024 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a high blood glucose (bg) event resulting in hospitalization. The event occurred on 07/21/2024. On (B)(6) 2023 the user had changed their infusion site at 2 pm and attended a party at their house, during which they removed their pump to swim and did not monitor their glucose levels frequently. Despite receiving high glucose alerts throughout the evening, the user dismissed them and continued hosting. By 11 pm, the user began feeling very thirsty, dizzy, and started vomiting. A finger stick confirmed a blood glucose level over 400 mg/dl, prompting a call to their diabetic center, where the on-call doctor advised immediate ER admission. The user was admitted early (B)(6) 2024 and treated with an insulin drip, CT scan, shot to prevent blood clots, and 3 IV bags. The user was released from the hospital on (B)(6) 2024 and has since returned to using the ilet.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hyperglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hyperglycemic event was caused by a failure to wear and maintain the device consistently, as well as a failure to follow the ketone action plan. Having the device volume set to "off" likely contributed to the severity of the event.